Event description:
Patient's elite system is only displaying half of the digits in the display. While on the phone a review of the system was conducted. It was learned that the customer replaced the batteries thinking this would help the situation but it did not. From the description it is believed that the top half of the display is not working. A request was made to return the system for evaluation and in the meantime a replacement unit was provided. No serious injury or death occurred.